Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During an implant attempt of the subject pacemaker, the physician reported difficulty to fully insert the associated lead and properly secure it by tightening the set-screw

Manufacturer narrative:
UDI: (B)(4).

Event description:
During an implant attempt of the subject pacemaker, the physician reported difficulty to fully insert the associated lead and properly secure it by tightening the set-screw

Event description:
During an implant attempt of the subject pacemaker, the physician reported difficulty to fully insert the associated lead and properly secure it by tightening the set-screw